Manufacturer narrative:
The device was returned to olympus for inspection and a loose connector was due to a loose locking lever on the receptacle board and did not retain the scope connector properly. It was also observed that the top cover and feet had a poor appearance. The plastic spacer under the chassis was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A visera elite video system center demo was returned to olympus for annual inspection service. During the inspection and testing of the returned unit, it was observed that the video connector socket failed. There were no reports of patient involvement in this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please see updates to g2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this event (holding tab of the receptacle board is loose and cannot maintain the scope connector) was unable to be identified. Olympus will continue to monitor field performance for this device.